Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with heavy native valve calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. Following the initial deployment of the valve, it was reported that the valve was under-expanded and significant paravalvular leak (pvl) was noted. The team elected to release the valve. The valve was released and a post implant bav was performed twice using a 25 mm non-medtronic balloon. The post dilations significantly improved the expansion of the valve and the pvl. Following the second dilation, it was reported that central aortic regurgitation was present on transesophageal echocardiogram (tee) and severe regurgitation was noted on aortogram. The decision was made to implant a second transcatheter valve. Following the implant of the second transcatheter valve, the lead was corrected and the procedure was concluded. The patient had good hemodynamics and stable vitals. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.